Event description:
It was reported that the canine patient had a tibial plateau leveling osteotomy (tplo) of right and left leg. The dog had a plate, six locking screws, and two cortical screws implanted in each hind leg; back right leg on (B)(6) 2014 and back left leg on (B)(6) 2014. The dog returned with draining and during explant surgery on (B)(6) 2014, it was noticed that both the plates from each leg had what looked like erosion that was rust colored around both cortical screw holes on both sides of the plates. The implant removal was successfully completed and the patient outcome was reported as successful. This is report 4 of 4 for complaint (B)(4). This report is for 12 unknown locking screws.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient is a veterinary case, therefore identifiers will not be provided. Event date: unknown. This report is for 12 locking screws, part and lot numbers unknown six locking screws were implanted on (B)(6) 2014 and six were implanted on (B)(6) 2014. Veterinary product. Without a lot number, the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was conducted. The report indicates that the DHR shows no complaint related anomalies, all measurements for features relevant to the complaint are conforming, and the visual damage noted in the "as received condition of device" portion of this mfg investigation action is post-manufacturing, this complaint is not considered a manufacturing issue. Unknown screws are intact and no discrepancies were found. A visual inspection of the plate shows scratches along shaft and head on top side. A heavy nick is apparent at the top of the dcp hole nearest the head as well as the middle d2 hole nearest the bend. A discoloration in the dcp holes appears to be located where the screws contacted the slot surface. No other damage or visual anomalies are noted. Measurements of inspected features reveal no nonconformances. Raw material inspected and confirmed to be 316l. Since the DHR shows no complaint related anomalies, all measurements for features relevant to the complaint are conforming, and the visual damage noted in the "as received condition of device" portion of this mfg investigation action is post-manufacturing, this complaint is not considered a manufacturing issue. There is insufficient information to determine the cause of the complaint. The design is adequate for its intended use and did not contribute to the complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.